Manufacturer narrative:
The subject device was returned to the olympus local service department. The olympus local service department checked the subject device and found that the reported phenomenon could not be duplicated. The olympus local service department reported that the video connector socket of the subject device was oxidized and loose. Olympus medical systems corp. (Omsc) could not investigate the subject device, because the subject device was not returned to omsc. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. Since the subject device was not returned to omsc, the exact cause was unknown. Omsc surmised that the reported phenomenon occurred since the damage to the image transmission between the endoscope and the subject device was caused due to oxidized and loose of the video connector socket of the subject device.

Event description:
Olympus medical systems corp. (Omsc) was informed that during unspecified timing, when the enf-vt3 was connected to the subject device, the image of the subject device turned breakdown and some part of the image of the subject device was missing. Other detailed information was not provided. There was no report of patient injury associated with the event. This device is an olympus asset.